Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that the issue had happened a few times before after exposure to moisture, but she had managed to fix it by drying the device. The customer stated that this time, when inserting a new battery she received a failed battery test and the buttons would not respond. Blood glucose value was 5.5 mmol/l. The customer would contact the hospital to get a new insulin pump.